Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: 1. The grasping section was closed without grasping any tissue (including after tissue resection) while the output was activated in seal & cut mode, leading to partial peeling of the tissue pad. 2. Force applied to the peeled tissue pad caused it to detach. Should additional relevant information become available, a supplemental report will be submitted.olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the thunderbeat exhibited the tissue pad falling off. There was no patient involvement.